Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm, experienced high blood glucose level and change sensor alert. The customer¿s blood glucose was 260 mg/dl and the sensor glucose was 65 mg/dl at the time of the incident. Customer received a change sensor alert after a calibration error. Troubleshoot was performed and the customer stated that insulin delivery was suspended low sensor glucose. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer declined to troubleshoot for high readings. The sensor will not be returned for analysis.